Event description:
Plaintiff's lawyer reported that patient allegedly was implanted with a cl medical I-stop (lot incorrect, ref. Unk). Patient complained about erosion, dyspareunia, pain, urinary tract infections, worsened incontinence and new onset urge incontinence following revision.